Manufacturer narrative:
The device remains implanted as no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator and right ventricular defibrillation lead exhibited prolonged inhibition of pacing and noise which caused a syncopal episode with the patient. Pocket manipulation could not reproduce the noise. During evaluation of the device all values were within a normal range. The device was reprogrammed for therapy optimization and the patient will be monitored closely. The pacing system remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The pacing system remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Additional information was received on (B)(6) 2011. During a follow up visit, noise was still noted on the right ventricular channel. The noise had led to inappropriate shocks as well as three episodes of diverted shocks since the last follow up. Additionally, 108 episodes of non-sustained ventricular tachycardia were recorded due to the noise on the lead. A chest x-ray was performed and revealed that the lead was in the correct and stable position. A lead revision procedure was scheduled. No additional adverse patient effects were reported.